Event description:
On 4/11/2007, nellcor puritan bennett rec'd a report of interface issues on an 8lpc tracheostomy tube. The caller stated that a crack was discovered in a 8lpc tracheostomy tube during pt use. The caller stated that the crack was in the "outer ring" where the inner cannula "comes up against".